Event description:
It was reported that after the implantation of this implantable cardioverter defibrillator (ICD) system, parameters of the defibrillation electrode were stable. Approximately, eighteen months later, the patient encountered a high voltage electrical tower and had an atrial discharge. The patient reported only feeling a total of four discharges during implantation. However, another eighteen months later, device interrogation was unsuccessful despite multiple attempts and magnet application did not elicit any tones. Premature battery depletion was suspected, and the device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This report was amended to update international medical device regulators forum (imdrf) codes. Incomplete coding of this event was identified during a retrospective review of complaints associated with CAPA-8580, which focused on identifying and remediating incomplete coding of events. Added device code a160102. Upon receipt at our post market quality assurance laboratory, analysis confirmed the clinical observation of premature battery depletion. The device case was opened and visual inspection revealed no irregularities. Testing found that the battery had depleted earlier than expected. When connected to an external power source, the device passed all tests and operated normally. No high current drain or other device anomaly was identified during analysis. Although the inability to interrogate the device was caused by a depleted battery, laboratory analysis was unable to reproduce the condition that caused the battery to deplete prematurely. This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside the united states.

Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
It was reported that after the implantation of this implantable cardioverter defibrillator (ICD) system, parameters of the defibrillation electrode were stable. Approximately, eighteen months later, the patient encountered a high voltage electrical tower and had an atrial discharge. The patient reported only feeling a total of four discharges during implantation. However, another eighteen months later, device interrogation was unsuccessful despite multiple attempts and magnet application did not elicit any tones. Premature battery depletion was suspected, and the device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This product is being evaluated in our post market quality assurance laboratory. This report will be updated when evaluation is complete.

Event description:
It was reported that after the implantation of this implantable cardioverter defibrillator (ICD) system, parameters of the defibrillation electrode were stable. Approximately, eighteen months later, the patient encountered a high voltage electrical tower and had an atrial discharge. The patient reported only feeling a total of four discharges during implantation. However, another eighteen months later, device interrogation was unsuccessful despite multiple attempts and magnet application did not elicit any tones. Premature battery depletion was suspected, and the device was explanted and replaced. No additional adverse patient effects were reported. This supplemental report is being submitted to provide the device explant date. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis confirmed the clinical observation of premature battery depletion. The device case was opened and visual inspection revealed no irregularities. Testing found that the battery had depleted earlier than expected. When connected to an external power source, the device passed all tests and operated normally. No high current drain or other device anomaly was identified during analysis. Although the inability to interrogate the device was caused by a depleted battery, laboratory analysis was unable to reproduce the condition that caused the battery to deplete prematurely. This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside the united states.

Event description:
It was reported that after the implantation of this implantable cardioverter defibrillator (ICD) system, parameters of the defibrillation electrode were stable. Approximately, eighteen months later, the patient encountered a high voltage electrical tower and had an atrial discharge. The patient reported only feeling a total of four discharges during implantation. However, another eighteen months later, device interrogation was unsuccessful despite multiple attempts and magnet application did not elicit any tones. Premature battery depletion was suspected, and the device was explanted and replaced. No additional adverse patient effects were reported. The device was returned for evaluation. No additional adverse patient effects were reported.